Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. While a 2.00mm x 12mm emerge balloon catheter was being advanced on the wire the shaft broke halfway from the hub. The break location was outside the patient so the distal end was just pulled out of the patient with no issue. The procedure was completed with another of the same device. No patient complications were reported.